Event description:
It was reported that the customer no longer has issues with the bent cannula. Customer's blood glucose levels are running a little high, but she feels that it is due to basal settings. Customer continues to adjust settings with their doctor. Customer does not want to speak to the helpline since they are still fine tuning their settings. No additional information provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.